Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple indentations on the insertion tube; component failure of the outer tube; broken light guide fiber glass; component failure of the distal end cover glass; error e104 reported; and component failure of the defogging function. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced blackout. The event occurred during reprocessing. There was no patient involvement.